Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaking at site event on (B)(6) 2024. The infusion set has been used for about 3 to 4 days. No further information available.

Manufacturer narrative:
E1: (B)(6).